Manufacturer narrative:
Device evaluation of electrode belt (B)(4) was completed at the distributor. The reported problem ("check therapy pad" message) has been confirmed. Upon investigation the electrode belt had an open pulse wire in the trunk cable. The cause of the reported messages was the open pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages.